Manufacturer narrative:
Additional information: a. Patient information, and h6 codes for type of investigation, investigation findings, and investigation findings.

Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. When the lead was tested via pacing system analyzer, poor sensing was observed, along with no current of injury with intermittent pacing. A replacement lead was used to successfully complete the procedure. The patient was recovering.